Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax requiring a chest tube and hospitalization for an unspecified period of time. The lesion was 1.4cm, right lung, middle lobe, lateral segment. There was no report of any device issues associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. An advanced system log review was conducted by an isi failure analysis engineer (fae). Review of the logs did not find any errors that are relevant to the reported event. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax which required chest tube insertion and hospitalization. Medical intervention was required to address the issue.